Event description:
The applier tip sheared during the biopsy procedure. X-rays of the breast were taken and it was believed that no pieces of the device tip were in the pt's breast. There was no pt consequence reported. The device was returned for analysis.